Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. The user reloaded the cartridge multiple times and received the same alarm. Reportedly, the user did not remove the cartridge during pumping. The user's blood glucose level was 120 mg/dl. A new cartridge was successfully loaded and the user resumed insulin delivery.